Event description:
It was reported that during a laparoscopic appendectomy procedure an air leaking from trocar at umbilicus. After the other 2 trocars inserted, it was noticed that a small piece of plastic was in the abdomen just below the umbilical trocar. The plastic was retrieved. Unknown how the case was completed. No patient consequence was reported.